Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was seen at the hospital five days after the implant procedure. It was noted that the rv lead was neither sensing nor pacing in the right ventricle. This patient has third degree heart block with an intrinsic heart rate in the 20 to 30 bpm range. A chest x-ray was taken and revealed that the rv lead had perforated the ventricle. The patient was hospitalized, placed on intravenous antibiotics, and a revision was performed. The rv lead was able to be successfully repositioned to the rv septal wall. Testing of the system was performed the next day prior to discharge and the rv lead was operating appropriately. No additional adverse patient effects were reported.